Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the lot number was not provided. Therefore, the current investigation was based on the evaluation of user facility information and current product samples. Visual inspection did not find any anomalies. Magnifying inspection did not reveal any anomalies. The outside diameter was measured along the total length and confirmed to be within the manufacturing specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information as a cause of the reported damage of the involved guidewire, the following factors can be inferred: a metal needle and/or a metal device, including an endoscope, was/were used in combination with the actual sample; and/or the condition of the involved lesion, such as calcification and/or sever tortuousity affected the actual sample adversely. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4) all available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4)

Event description:
A patient of the (B)(6) consultants reported that while getting a procedure the wire of the device broke off leaving behind a piece similar to a fish hook. Follow-up communications confirmed the following information: a procedure for clearing a deep vein thrombosis approximate to the back of the right knee was the procedure being conducted; the wire broke in the patients ankle leaving behind a piece similar to a fish hook: the patient was under treatment for dvt in the superficial femoral vein and common femoral vein utilizing anticoagulants and rotary treatment for several days; the doctor noted residual clotting in the superficial popliteal vein below the knee; attempted access via the right posterior tibial vein; the attempts were unsuccessful and the wire broke in the subcutaneous tissue; the wire fragment was x-rayed on (B)(6) 2015 and found to be surrounded by soft tissue just superior to the posterior aspect of the calcaneus; (8) the patient stated he felt fine, except he could feel the wire fragment; and the patient stated that the doctor used the wire without a needle or access sheath only to access the right posterior tibial vein, which caused the guidewire breakage in his tissue; medical records provided by the patient stated that an attempt to gain access to the more inferior popliteal vein via a right posterior tibial vein puncture was un successful and that a repeat venogram would be conducted the following day, tuesday (B)(6) 2015; and on (B)(6) 2015 the following was documented on the radiology report; "because the iliac veins were difficult to opacify, a 0.035 inch j-wire and a 5 french kumpe catheter were advanced under fluoroscopy into the right femoral vein. Kumpe catheter was removed over the wire and exchanged for a 9 mm x 4 cm mustang balloon. Balloon was advanced across the area of irregularity in the superficial femoral vein. Balloon was inflated under fluoroscopy. Balloon was deflated and removed. There are still some mild narrowing and irregularity in the segment of vein but this may be due to some residual chronic thrombus, patient has had a prior history of dvt. Final images demonstrate excellent forward flow. No further intervention was performed. Sheath was removed and hemostasis was obtained."

Manufacturer narrative:
This report is being submitted as follow up # 1 to correct the date of event that was initially reported as (B)(6) 2015. The correct date of event is (B)(6) 2015.